Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributer reported that on behalf of home care patient that while removing the adhesive the plastic cannula broke and got stuck in the child's buttock. No further adverse event was reported.